Event description:
It was reported there were 8 units of the bd plastipak¿ sterile plastic syringe with torn packaging damage resulting in a loss of sterility. The following information was provided by the initial reporter, translated from spanish to english: 8 units with torn package.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Further evaluation was performed regarding the damage packaging, after analyzing the cutting pattern through the photos, it is possible to observe a clean cutting pattern, therefore this incident is not confirmed. A device history review was performed for lot 2166826 , maintenance records related to the failures reported were found. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Possible root cause for damaged package is associated with needle feed system in conjunction with a fault in the vision system.

Event description:
It was reported there were 8 units of the bd plastipak¿ sterile plastic syringe with torn packaging damage resulting in a loss of sterility. The following information was provided by the initial reporter, translated from spanish to english: (B)(4) units with torn package.